Event description:
From dr's report "at a period when we were removing part of the lens near the posterior capsule, a large amount of air bubbles suddenly entered the eye rendering the view inadequate. When bubbles were finally removed we could see that a small hole was made in the posterior capsule," subsequent operation within a few days followed by treatments that have continued to this date. On a monthly basis, next exam 02/2001.